Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 5. Ref MFR report: 1627487-2013-13060, 1627487-2013-13061, 1627487-2013-13062, 1627487-2013-13063. The patient had two percutaneous leads from the same lot number. It was reported the patient was not receiving effective stimulation to relieve her head pain (off-label). It was also reported the patient's scs system was explanted.